Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the exam was lost due to system software reload prior to the boot issue being resolved. Further investigation determined the boot up issue was caused by the rad12 incompatibility with the mbm201. This caused the pcie issues on boot up and shutdown. After replacing the rad, the system was booting properly. The system is fully functional. Reference #(B)(4).

Event description:
The customer reported boot up issues and a data loss concern with their acuson sc2000. A patient study was lost and could no longer be found. The system was being used for a 5 hour exam by the structural heart cardiologist. All images were lost, and the exam cannot be repeated because a device was implanted. There was no injury.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).